Manufacturer narrative:
Block h6: added codes 419 (balloon) and 2199 (no health consequences or impact).

Manufacturer narrative:
The patient''s dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured at rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign- (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed. The health effect impact code (heic) field was intentionally left blank.

Event description:
The angiosculpt device was used to treat a severely calcified and severely tortuous proximal illiac. During the 6th inflation at 14 atm for 5 seconds, the balloon ruptured. The procedure was completed with a competitor device. No patient injury reported.